Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right femoral vein for mechanical circulatory support. An emergent impella rp flex was placed. Activated clotting time was 130's. Placement signal pressures were about 50 points higher than bedside monitor and flows below set p level. Concerns were voiced about these findings. The medical doctor believes the low flow was pre-load related. Central venous pressure was greater than 12. Motor current, purge flows and pressures were within normal ranges. The medical doctor wants to monitor for now. The patient survived and was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 71-year-old male patient for post-operative cardiothoracic surgery. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes for hemodynamic support and was noted to have an intra-aortic balloon pump in place. No additional patient history was reported. Following emergent impella rp flex placement, low pump flows below the set performance level and placement signal pressures approximately 50 mmhg higher than bedside monitor readings were reported. The patient's activated clotting time was 130 seconds at the time of the event. The provider attributed the low flows being related to the central venous pressure greater than 12 mmhg. Troubleshooting included administration of blood products and intravenous fluids. The patient received several units of packed red blood cells as well as crystalloids; however, the exact volumes administered were not reported. Motor current, purge flow, and purge pressure remained within expected ranges. No cannula kinks or left ventricular thrombus were observed. The pump was repositioned; however, repositioning did not resolve the reported low-flow condition. Additional contributing factors included emergent device placement and a low activated clotting time. The device was not removed due to the event. While on support, the impella rp flex device was operating at performance level 8 with flows of 2.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. The patient survived the event, and no additional adverse events were reported.

Manufacturer narrative:
The pump is not available for return as the provider transected it immediately upon removal. B5 clinical narrative was added. D10 concomitant product was added. H6 health effect - impact code was reported incorrectly on the initial MDR that was submitted and a new health effect - impact code was added. A new medical device problem code was also added.